Event description:
It was reported by the patient that after 15-20 minutes of plugging the omnipod personal diabetes manager (pdm) the patient noticed it giving a burnt and/or smoking smell. Patient reported she unplugged the device and noticed the charging cable and adapter were burned. The patient confirmed using the charging cable provided with the device. No impact on patient's blood glucose levels was provided.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res#91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported thermal event. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g6.